Event description:
Physician observed a broken haptic on an implanted iol during the pt's first follow-up visit following routine cataract surgery. Doctor believes the haptic broke during the initial implant but went unnoticed. Lens was exchanged with no further issues reported.